Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician was in the room at the time of the event. The technician inspected the unit and determined the vga cord required replacement due to a bent pin. The technician replaced the cord and restarted the machine. The technician confirmed the unit was operating to specification. No additional issues have been reported by the facility pertaining to this unit. The unit was installed in november 2013, and is currently under warranty.

Event description:
No injuries, or procedure delays or cancellations were reported.

Event description:
The user facility reported that vitals are not displaying on touch panel.